Manufacturer narrative:
The customer did stop/home and shutdown, but this did not resolve the issue. Bci customer technical support (cts) assisted the customer with troubleshooting and recommended the use of personal protective equipment before troubleshooting. The service visited the site on (B)(4) 2011 and found mc vacuum line to probe not working and a clog in mc vacuum valve. The field service engineer (fse) removed the clog and primed mc probe without a problem.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated that the mc collar wash was not vacuuming the waste away from the probe. There was no effect to patient or user.